Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a hospitalization that occurred on (B)(6) 2015. Patient reported that she was hospitalized for hyperglycemia and diabetic ketoacidosis (dka). Patient reported that she had tried self-treating with insulin injections in an attempt to resolve the blood glucose (bg) issue. Patient was treated with intravenous (IV) levemir and humalog during hospitalization. Patient was released from the hospital on (B)(6) 2015. Patient reported that treatment was effective and no permanent injury was sustained. Patient reported that her insulin pump and supplies are working as intended. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hyperglycemia and dka, resulting in medical intervention.